Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic feeling lethargic. The implantable cardioverter defibrillator exhibited t-wave oversensing on the ventricular channel. Inhibition of pacing was noted due to oversensing. The device was reprogrammed.